Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation noted far-field r-wave oversensing and atrial undersensing on current and stored electrograms. Follow up concluded that no intervention was performed. The device remains in use. No patient complications have been reported as a result of this event.